Manufacturer narrative:
H10: additional manufacturer narrative: this device remains implanted in the patient as this is a valve-in-valve procedure. This device is not expected for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the literature article titled "effects of bioprosthetic valve fracturing on valve-in-valve transcatheter aortic valve implantation transvalvular gradients" by authors osama hallak et al published on the texas heart institute journal, 2024, vol. 51, no. 2. It was learned that a patient with a 23mm magna ease valve underwent a valve-in-valve procedure after an implant duration of 8 years due to severe symptomatic structural heart degeneration. Procedure was performed with a 26mm non-edwards transcatheter valve. This is 62-year-old female patient.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (component code, type investigation, investigation findings, and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Per the instructions for use (IFU), structural valve deterioration (svd) is a known potential risk associated with bioprosthetic heart valves. A DHR review is unable to be performed because no lot/serial number was provided. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.